Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee (btk). A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.